Event description:
A report was received that the patient was experiencing discomfort at the ipg site in the chest due to the thin skin in the clavicle area. The patient underwent a revision procedure wherein the ipg was moved from upper chest to lower near the breast area. The patient was doing well postoperatively.